Manufacturer narrative:
Zimmer biomet complaint (B)(4). Patient weight not provided/unknown. Event date not provided/unknown. Device brand name unknown. Device catalog and lot number not provided/unknown. A summary investigation has been completed for lack of primary stability events that do not allege a deficiency with the implant and identified that the reported event is likely due to biological factors which have an adverse effect on implant stability or is related to surgical technique and insertion torque. Due to a wide range of external factors (non-design/ non-manufacturing related), identifying a definitive root cause is generally not possible. Should additional information be received which indicates that the device may have caused or contributed to the event, an additional report will be submitted. Summary investigation.

Event description:
It was reported that the implant could not achieve stability and was removed. No other implant was able to be placed. Tooth location 3.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Additional information received identified the item and lot of the implant. The following sections have been updated: d1: brand name. D2: device product code. D4: device catalog, lot, UDI, and expiration date.